Event description:
Revised the head and poly liner to a ceramic head and x3 liner. Additional information received from sales rep on (B)(6) 2013 indicated that the only reason for the revision surgery was due to increase cobalt/chrome in the patient's system.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36 metal head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.